Manufacturer narrative:
Manufacturer control no. (B)(4). The device will not be returned.

Event description:
It was reported that in the operating theatre, this female patient with a known chlorhexidine allergy had an arrowg+ard blue (agb) impregnated cvc inserted. It was not recognized at the time of insertion that the agb cvc impregnation contains chlorhexidine. As a result, that patient had an anaphylactic reaction immediately post insertion of the cvc into the patient's right internal jugular vein and required resuscitation. It was then recognized that the agb catheter contained chlorhexidine and the catheter was exchanged to a standard (non impregnated) cvc. The patient had their scheduled cardiac surgery and was transferred to the intensive care unit postoperatively. The hospital risk management committee investigated the adverse event and identified that a contributing factor was perceived to be the way the agb cvc product was labelled. Patient required resuscitation (drug therapy + chest opening and placement on cardiac bypass) as well as exchange of the agb catheter to a standard catheter.